Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure, subarachnoid hemorrhage (sah), and patient outcome could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple organ failures, stroke, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 lvas IFU is currently available. Multiple organ failures, stroke, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no changes to patient condition or anticoagulation status that may have contributed to the event. Diagnostic testing utilized included a computed tomography (CT) scan. It was also noted that the device did not contribute to the patient's multisystem organ failure. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported the patient passed away due to subarachnoid hemorrhage and multi-system organ failure. No autopsy was performed. The device was not explanted. The device was not returned for evaluation.